Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a metastatic tumor ablation, the patient experienced dysathria. The patient was prescribed 200mg of gabapentin for one day and also 10mg of dexamethasone in a single dose. The event was considered ongoing.